Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the knee will go up without pushing a button and has happened off and on since 2008. If the lockout is on they don't think it will do it. The account has changed the pendent but it did not make a difference.